Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2008. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that after implantation the patient experienced pain, recurrence, dyspareunia and urinary problems. No additional information was provided. It was reported that patient underwent sling revision in 2009 and then on (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05049. The same patient is represented in each medwatch.